Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 26.0¿26.5 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to oversensing and noise. No further information is available.